Event description:
Catheter being used as access for dialysis. Arterial prot adapter disconnected while catheter being flushed with normal saline for a treatment. Catheter placed 8/4/92. Event 12/7/93. 12/9/93-catheter will have sterile glue applied to area where came apart if necessary.